Event description:
It was reported that the atrial lead had exhibited noise. The lead was capped and replaced during a device changeout procedure. The patient was fine after the procedure.

Manufacturer narrative:
.